Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The customer did not provide actual patient results, but stated that the accu tni results were above the ami cutoff value which was confirmed by the clinical application specialist (cas). The erroneous accu tni results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Service summary: a field service engineer (fse) was dispatched to the customer's lab on (B)(4) 2006: the fse conducted 1000 replicates of diagnostic testing which passed. However, the carryover failed. The fse replaced a sample probe, sample wash tower and performed alignments. The fse replaced compressors due to a pressure issue. The fse repeated the carryover testing which passed within specifications. The fse verified the instrument per established procedures. Pre-analytical sample handling was discussed with the customer. Customer sent out a memo to remind staff to mix tubes correctly upon collection. Customer will monitor if the reflex testing is matching by 10%, otherwise samples will be aliquoted from the primary tube, respun and reran. Application specialist (as) was in the customer's lab on (B)(4) 2006. A local becton dickinson (bd) will train the customer on proper sample handling. Hardware issues addressed by the fse and pre-analytical factors may have contributed to this event. A malfunction will be assumed for the purpose of this report.